Manufacturer narrative:
Follow-up 12/05/2014: customer indicated that new cartridges would be used. The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.